Event description:
Additional information was received 28feb2024. The anatomy was calcified, and a contralateral approach was used. The catheter was advanced through an unspecified 6-french, 45-centimeter sheath. It is unknown what wire was used, when the event occurred, how much of the tip separated, if resistance was encountered, or if a power injector was used. It is unknown if the procedure was completed successfully, if the patient required any additional procedures, or if the patient experienced any adverse effects due to the event. The fragment has not been retrieved, and it is unknown if there are plans to retrieve it.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an arteriogram of the right leg with intervention, the tip of a cxi support catheter separated and remains in the patient¿s leg. The anatomy was calcified, and a contralateral approach was used. The catheter was advanced through an unspecified 6-french, 45-centimeter sheath. It is unknown what wire was used, when the event occurred, how much of the tip separated, if resistance was encountered, or if a power injector was used. It is unknown if the procedure was completed successfully, if the patient required any additional procedures, or if the patient experienced any adverse effects due to the event. The fragment has not been retrieved, and it is unknown if there are plans to retrieve it. D4: possible lot numbers: 15621298, 14963593, and 14564498 investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; however, a review of sales history identified three potential lots. A review of device history records found no relevant non-conformances on the potential lots. A review of complaint history found no additional complaints on any of the potential lots. The product IFU instructs the user not to advance the catheter through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although it is possible that the patient¿s calcified anatomy may have also contributed to the event, procedural details are limited. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an arteriogram of the right leg with intervention, the tip of a cxi support catheter separated and remains in the patient¿s leg. It is unknown if there are plans to retrieve the fragment. It is unknown if the procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
E1 - name and address: name: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.